Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator failed pressure transducer test during pre-use check. Moreover, it alarmed for technical errors that indicate communication errors. The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced a pressure transducer printed circuit board (pcb) and the control printed circuit boards (pcb) to resolve the issue and sent back both pcbs for further investigation. After the replacements, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned control pcb has been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for more than a week. It passed 3 other pre-use checks after ventilation without any deviation. The control pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The returned pressure transducer pcb was placed in a ventilator for simulated use testing, it passed the pre-use check and ventilation was run for over a week without deviation. The pzero measurement shows a normal value and the wheatstone bridge was balanced. A microscopic inspection of the pressure sensor shows no dirt or particles inside the sensor's cavity that could affect the pressure measurements.the pressure transducer pcb is mounted into inspiratory or expiratory channel. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement. The conclusion is that the reported ventilator failed to meet its specifications during the reported event. However, the reported issues could not be reproduced with the returned control pcb or the pressure transducer pcb at the manufacturer's site making impossible to determine the cause of the error. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.